Manufacturer narrative:
The manufacturer did receive x-rays, or other source documents for review (operative reports). The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and experienced mild hip pain in front thigh and outer groin. Revision surgery not planned.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain event description: it is reported that the patient has mild right hip pain in front thigh and outer groin. Review of received data: - x-ray review: the femoral head appears centered within the acetabular cup. No problem regarding the head is noticed. For the x-ray review regarding the other components warsaw split case should be checked. - primary surgery report dated (B)(6), 2015: during procedure severe arthritis identified. Multiple osteophytes were present which were removed. The trials were checked for range of motion and stability. All the trials were removed and the final implants were inserted. The final components were rechecked for range of motion and stability and found excellent flexion and extension with good stability and equal leg lengths. No intra-operative complications were reported. Device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: - postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment conclusion: the patient has mild right hip pain in front thigh and outer groin. X-ray review did not show any abnormalities regarding the head. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Nevertheless, the risk management worksheet for the ceramic heads include a risk for pain which is related to inappropriate functional mechanical characteristics due to insufficient manufacturing process. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).